Event description:
Associated medwatch-reports: 9610612-2021-00240 (400505757 + sz378r).

Manufacturer narrative:
Investigation results: visual investigation: at the tip of one instrument, one of the two catches is missing, at the second instrument both catches are missing. The broken off part was not enclosed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number 52514403. There are four similar complaints against the same lot number 52516870. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the retaining luggs broke off during surgery. Fragments recovered and discarded. Final x-rays are taken for each patient after the surgery, which then also showed no fragments. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00240 ((B)(4) + sz378r). 9610612-2021-00282 ((B)(4) + sz378r).